Manufacturer narrative:
The device was returned to olympus for evaluation repair after the device was dropped. It was found that the bezel was damaged, the rear panel (rear cover) was damaged, and the main frame was deformed. The "no image" was not reproduced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The sales representative reported to olympus that while attempting to switch the high definition lcd monitor with a blue tooth monitor, the device was not secure on the table and fell. As a result, the device sustained physical damage and no image. There were no patient involvement or user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the lack of image was the result of the device being dropped and damaged. Olympus will continue to monitor field performance for this device.